Event description:
It was reported that while undergoing a posterior spinal fusion surgery at l4-s1, the patient suffered a pedicle fracture. During screw insertion, the l5 pedicle fractured on the left side. The screw was left implanted proudly. No further patient complications have been reported.

Manufacturer narrative:
(B) (4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed, no documentations was found that would indicate a non-conformance to specifications.